Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and stated that their remote communicator displayed a red call doctor icon (rcd). Ts assisted the patient with troubleshooting. During the troubleshooting process, it was discovered that this pacemaker had recorded a red alert icon. After further investigation, ts reported that the red alert indicated a high out of range pacing impedance measurements on the right ventricular (rv) channel was observed. Ts referred the patient to the clinic for further device evaluation. No adverse patient effects were reported. The device remains in service.